Event description:
An opthamologist reported that a patient is experiencing unexpected postoperative refraction. The surgeon believes the intraocular lens (iol) that was used was a different power than labeled. The intraocular lens remains implanted.